Manufacturer narrative:
Reference number (B)(4) additional information: b5 if any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2026 it was reported that after initial improvement with antibiotic treatment of the red and inflamed stoma area, the stoma began to ooze foul-smelling brown content. The patient went to the emergency room for evaluation. A small incision was made in the area, and a drain was placed, which has been in situ since (B)(6) 2026. Currently, minimal drainage with a bloody tone. Daily wound care. Patient continues with oral antibiotic therapy. On (B)(6) 2026 the stoma was evaluated in person by patient's neurologist and digestive specialist. Infection with abscess in the left part of the abdominal wall, next to the stoma. Patient continues with oral antibiotic metronidazole 500 mg (B)(6) 2026) and daily wound care with irrigation and betadine. Patient continues to drain bloody fluid. Slight improvement in inflammation of the area, and less redness, compared to yesterday. On (B)(6) 2026 the stoma was evaluated by a surgeon. Notable improvement, with less inflammation and redness in the affected area. Stoma no longer drains bloody content. Patient reports that the area no longer hurts. It is recommended to continue with oral antibiotics for 5 more days, and to continue daily wound care with betadine.

Manufacturer narrative:
Reference number (B)(6). Catalog number in d4 is the international list number which is similar to us list number of 062910. A stoma infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2025 a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy-jejunal (peg-j) tubes. On (B)(6) 2026 it was reported the patient's stoma was evaluated by a physician and patient was prescribed oral antibiotic amoxicillin with clavulanic acid, 625mg, tid for 10 days, ending on (B)(6) 2026 for stoma infection. On (B)(6) 2026 it was reported the stoma condition is improved compared to yesterday, with less redness and less inflammation. The device involved in the event remained implanted; therefore, a return sample evaluation is unable to be performed.